Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a high blood glucose value of 404 mg/dl. Customer's other blood glucose value was unknown. Customer stated that the insulin pump was over heating has changed battery 19 times. Customer wasn't able to troubleshoot for high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Device received with high sleep current measurement and active current measurement due to moisture damage on electronic board stack. No heating up of device anomalies noted during testing. Corroded battery tube and corroded force sensor assembly. Moisture damage on motor assembly.